Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.;

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shock impedance for this patient's right ventricular (rv) lead. The patient was in a blood draw lab around large equipment during the time of the out of range measurement, so it was likely the result of electromagnetic interference (emi) which the physician agreed with. The patient will continue to be monitored and no changes to the system have been made. To date, no adverse patient effects have been reported and the rv lead remains in service.